Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. It was reported on (B)(6) 2026, the nurse reported fluctuating left ventricular assist device (lvad) flows (3.6-4.3 liter per minute (lpm), mean arterial pressure (map) 80). Emergency medical services were called due to concern for flows arrhythmia, and patient nausea with inability to obtain an electrocardiogram (EKG). The patient was transported to the emergency department where he became unresponsive following a syncopal episode during transit. Chest compressions were initiated per cardiology direction, and the patient expired approximately 15:30 on (B)(6) 2026. The exact cause of death is unknown. An autopsy was not performed, and the device was not returned for evaluation. It was later communicated that the death was not considered to be device/ device therapy related. The device operated as intended. The cause of the low flow alarms was identified to be arrythmias, and no log files are available to be reviewed. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists arrhythmia, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, it addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch¿ communication system¿, describes the pump flow display and the low flow hazard alarm condition. This section also explains that changes in patient conditions can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 5 of the heartmate 3 lvas patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, including low flow alarms, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2026. On (B)(6) 2026, the nurse reported fluctuating left ventricular assist device (lvad) flows (3.6-4.3 lpm, map 80). Emergency medical services were called due to concern for flows arrhythmia, and patient nausea with inability to obtain an electrocardiogram (EKG). The patient was transported to the emergency department where he became unresponsive following a syncopal episode during transit. Chest compressions were initiated per cardiology direction, and he passed away at approximately 1530. The exact cause of death is unknown; no autopsy or pump return was planned. The death was not considered to be device/ device therapy related. The device operated as intended.